Event description:
The pt has had an intermittent bulge at her spinal site where the catheter went in, over the last few months. A golf ball size lump on her spinal site was noted on (B)(6) 2010, so the physician decided to surgically explore the pseudomeningocele. At this time, he noticed that the clear boot, strain relief sleeve, which goes over the pin connector from the distal catheter, was not intact and had slid off from the connector pin back onto the catheter. The physician was concerned that the sharp end of the pin connector that was interfacing with the distal segment of the catheter may have been punctured. He prophylactically decided to trim off a portion of this catheter. He then reconnected the existing pin connector to the distal segment of the spinal catheter that was trimmed off initially and then put the clear boot back on. There was not a discernable amount of cerebrospinal fluid medication allowed to backflow from the distal end of the catheter in the intrathecal space. There was a drop that started to retrograde flow back from the spinal segment, so he felt that this system was intact from the spine up into the intrathecal space. The pt was therefore continued on her previous infusion rate of baclofen. The medication in her pump was lioresal 2000mcg/ml at a simple continuous rate of 435mcg/day and was doing well with that infusion rate.

Manufacturer narrative:
(B)(4) (pseudomeningocele). (B)(4).